Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed a boot up issue; hard drive reconfigured and software reloaded to resolve. During one power up of the programmer, the screen became distorted and unable to read, however an external monitor produced a clear image; lvds (low voltage differential signaling) printed circuit board assembly reseated to resolve. Analysis also found the system fan is intermittently noisy and the printer drawer is missing the paper guide. Concomitant: 229047 analyzer (B)(4).

Event description:
It was reported the programmer would not boot up. It had been running very slow. The programmer was returned for repair. No patient complications were reported as a result of this event.